Event description:
Patient with history of cad and acute anterior wall mi. The patient underwent recent left anterior descending artery stenting complicated by cardiac arrest s/p resuscitation and need for intra-aortic ballon pump. On day of incident blood was noted in balloon pump. Alarm indicated "leak in iab circuit." The patient had good cardiac output therefore it was decided to remove the pump. During the removal of the balloon pump it was noted that the balloon was left behind as a foreign body. Apparently there was a fracture from the balloon pump catheter. A surgeon was called to explore the femoral artery, however the balloon could not be removed. The patient was taken to or for open surgical exploration. The patient developed cardiac arrest, aggressive CPR with no response. The patient was pronounced dead in the operating room.